Event description:
Event description guidant received information that this pacemaker had stored one episode of ventricular tachycardia as the result of noise. Additionally, the lead safety switch has been trigged on the ventricular lead.